Event description:
It was reported that there was a disconnection between the patient line and the patient line extension. This occurred during fill one of peritoneal dialysis therapy, while the patient was connected. The patient stated that they were winding up the extension in order to move to bed, and the connection was loose, resulting in the disconnection. The patient was assisted with ending the therapy so that they could start over with new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The patient had a loose connection that resulted in a disconnection. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user to check all disposable set connections for a secure fit before beginning therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.